Event description:
Boston scientific received information that a red alert was detected for this implantable cardioverter defibrillator (ICD) as it displayed low out of range (oor) shocking lead impedance (sli). Additional information indicated that the clinic will monitor the patient through remote monitoring system. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.